Event description:
It was reported that the patient's implantable cardiac monitor (icm) had post-sensed t-wave oversensing. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.